Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER). Cause was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. Additionally, it was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. There was no reported adverse impact to the customers blood glucose level.